Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the event of debris noticed in packaging cannot be confirmed as the packaging was not returned for analysis. Visual and functional testing of the returned fiber did not identify any defects, review of the manufacturing confirmed that the device met specification prior to release and a complaint review did not find similar events for the reported lot number. Based on review of the information available the cause of the reported event cannot be established. Product analysis the package of the device was not returned to boston scientific. Therefore, no visual of functional testing was able to be performed on the packaging. The fiber was visually examined and no abnormalities were observed. Microscopic investigation did not reveal any fractures or detachments. The fiber was functionally tested with helium-neon (hene) laser fixture. The testing conducted did not identify any breaks along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Device history record (DHR) review the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Similar complaint trend review a similar complaint review was performed and there were no other similar events found for the reported lot. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during preparation for a photovaporization procedure, a piece of debris was observed in the fiber packaging. The fiber was not used and it was not in contact with the patient. This is the first time this issue was observed by customer. The procedure was completed with a second fiber.

Event description:
It was reported that during preparation for a photovaporization procedure, a piece of debris was observed in the fibers packaging. The fiber was not used and it was not in contact in patient. This is the first time this issue was observed by customer. The procedure was completed with a second fiber.